Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013; inratio: 3.1 and lab 2.4. Time between testing: less than an hr. Pt self tester was sent to the ER based on the inratio results where a lab draw was performed; pt was not hospitalized. Therapeutic range: 2.5-3.0.